Manufacturer narrative:
A philips remote service engineer (rse) confirmed with the customer there was no sound and the speaker gave an "inop". The customer has taken responsibility to correct/repair the device and they ordered a replacement speaker assembly. We conclude the customer has resolved the issue and that the device works as specified at the customer site.

Event description:
It was reported that the intellivue mx700 patient monitor sn (B)(4) indicating there was a speaker malfunction with no audio. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.